Manufacturer narrative:
Investigation: customer returned (3) 1cc, 12.7mm, 29g syringes in open poly bags from lot # 9014514. Customer states that the needle tip became black. All returned syringes were examined and one sample exhibited a dark piece of material on the cannula shaft. Both remaining samples exhibited clear material on the cannula shaft. A small portion of each of these materials was removed from the samples and prepared for ftir spectral analysis. The spectral analysis shows that the clear material is most likely silicone while the dark material is most likely polypropylene mixed with silicone. A review of the device history record was completed for batch# 9014514. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. The cannula is inserted into the barrel tip and adhesive applied to hold the cannula in the barrel tip. The subassembly is then put through the point inspect lube shield machine where it is inspected, lube applied to cannula, and the shield is assembled to the barrel/cannula subassembly and detects for missing shield. Unable to determine the root cause of the plastic on the cannula.

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in 7bag 420cas jp experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the needle tip became black.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in 7bag 420cas jp experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the needle tip became black.